Event description:
It was reported that a field representative (rep) found a report that this right ventricular (rv) shock lead impedance was high and out of range, during a shock delivery. The rep had not interrogated the patient but had found the report at a medical center in kentucky. Technical services found a note in the remote monitoring system, that the patient was moving to kentucky and was to establish care with a new cardiology clinic. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.